Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, foreign material exiting from the scope cover and the charged coupled device (ccd) unit damaged were confirmed. The probably causes were most likely attributed to insufficient cleaning and damage to the image sensor unit. However; a definitive root cause cannot be determined should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material exiting from the scope cover and the charged coupled device (ccd) unit was damaged. There was no patient involvement.